Event description:
An ipp device was implanted, date and details not indicated. On 08/01/97 1cm rear tip extender was added the left cylinder because the "proximal end was turned to the penis, too high spasticity. No perforation. Patient was enlarged because of six hours of lasting use." Ams has requested additional info.